Event description:
It was reported that the device has been used two (2 times) for a procedure (unspecified ) and the light at the tip fails, nothing can be seen. The device prior to this event reported to have arrived repaired on a friday for the third time. Customer territory manager confirmed with the customer that these two events have occurred during procedure with no injury for the patient (no further details concerning the procedures have been provided) according to the reporter. No harm was reported. No patient harm , no user injury reported due to the event. This event includes two reports: report with patient identifier (B)(6). Report with patient identifier (B)(6). This report is for report with patient identifier (B)(6).

Manufacturer narrative:
The subject device was evaluated. Device evaluation found dent on connecting tube, service noted due to a dent, water tightness is lost (endoscope watertight condition testing failed). Due to wear of angle wire, the bending angle in up direction failed specification ( does not meet the standard value). Investigation is ongoing. This report will be supplemented accordingly following investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely light did not reach because the light guide was detached from a light source during use. In addition, it could also have been caused by ccd (charge-coupled device) failure as the image could be normally displayed immediately after the device was used, but the image could not be displayed gradually while in use. Olympus will continue to monitor field performance for this device.